Event description:
It was reported that stored egms showed noise on the rv channel. Patients construction work was suspected. No other electrical anomalies were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.